Manufacturer narrative:
Section b2: correction. Date of death is (B)(6) 2021. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (cardiac arrhythmia, peripheral thromboembolism, cardiac arrest, and ischemic colitis) could not be conclusively established through this evaluation. A specific cause for the reported patient outcome could not be conclusively determined through this evaluation. It was reported by the account that the patient was experiencing cardiac arrhythmia on (B)(6) 2021. The account later reported that the patient was experiencing ischemic colitis and peripheral thromboembolism. A bowel resection was reportedly performed. The account later reported that the patient ultimately expired on (B)(6) 2021 due to cardiac arrest after a suspected suction event caused a collapsed left ventricle. Evaluation of the submitted log files confirmed the reported low flow events, however the specific root cause could not be conclusively determined. The system controller event log file contained data from (B)(6) 2021 at 02:38:20 to (B)(6) 2021 at 14:15:24. At 02:48:34 on (B)(6) 2021, calculated flow decreased to below the low flow threshold of 2.5 lpm, resulting in a low flow event. Flow recovered above the threshold, but another low flow event was captured at 02:48:45 and persisted for long enough to trigger an audible/visual alarm. Flow again recovered to above the threshold but then decreased again below the threshold at 02:49:04 on (B)(6) 2021, which subsequently triggered a low flow alarm that persisted for the remainder of the time the pump was connected. The initial decrease in flow showed a corresponding increase in pulsatility index (pi) and decrease in power. Calculated flow remained low for the rest of the log file. The power cables were disconnected at 04:31:58 on (B)(6) 2021. The driveline was disconnected at 06:01:56 on (B)(6) 2021, and the controller was shut down shortly after. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia, thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a cardiac arrhythmia. On (B)(6) 2021 the patient experienced atrial fibrillation with rapid ventricular response (rvr) and had an electrocardiogram (ECG) performed. The patient was put on antiarrhythmic treatment, amiodarone bolus and drip was started. The arrhythmia was preexisting to the vad and the patient had an implantable cardioverter defibrillator (ICD) prior to the vad. On (B)(6) 2021, the patient developed ischemic colitis due to an embolic event to the right colon. The patient experienced pain and had bowel function with non-bloody diarrhea, which, when passed, relieved the discomfort. They were scheduled for a bowel resection/ostomy. During the resection, estimated blood loss was only 50 ml and during the reanastomosis, estimated blood loss was 25 ml. On (B)(6) 2021, the patient had increase in inr status post 2 units of fresh frozen plasma (ffp). On (B)(6) 2021 patient received additional unit of ffp and then underwent ileocolic anastomosis and diverting loop ileostomy. On (B)(6) 2021, evidence was found of the patient had an acute occlusive deep vein thrombosis in the infraclavicular subclavian and axillary veins. A week later, on (B)(6) 2021, the patient went into cardiac arrest and passed away. Leading up to their death, starting at 12:00 am the patient experienced low flow alarms. The patient was given a normal saline bolus given that their mean arterial pressure (map) was low. Albumin was also added. Initial improvement in flows with fluids, patient answering questions and alert. Around 3:00 am their flow was zero and they became unresponsive. Cardiopulmonary resuscitation (CPR) was started. They were sent to the intensive care unit (ICU) and emergently put on veno-arterial extracorporeal membrane oxygenation (va-ECMO). The patient was intubated with 7.5 endotracheal tube secured at 24 cm lip line and placed on pressure-regulated volume control (prvc). The lvad flow remained zero and the device was disconnected by perfusion due to the low flow. The patient remained on ECMO with map less than 30 mmhg. The patient passed away at 10:25 am. It was noted that the left ventricular assist device (lvad) showed a complete collapsed left ventricle consistent with a suck down event.